Manufacturer narrative:
Affected device is noted to be non-abbvie device.

Event description:
This is follow up#1 to report on 11/jun/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional hernia repair¿ surgery and was implanted with a non-abbvie device on (B)(6) 2014. The patient underwent a ¿removal of mesh + injuries (infection + recurrence)¿ on (B)(6) 2015. The form lists the condition that was treated was ¿hernia¿ in 2014 and 2015. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿ethicon: proceed mesh¿ on (B)(6) 2014. The form indicates that the device was removed on 13/oct/2014 due to ¿injury (recurrence + mesh infection).¿ the patient was implanted with another non-abbvie device, ¿ethicon: xcm biologic mesh¿ on (B)(6) 2015. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental (B)(4). Aware date should have been listed as 11/jun/2024.

Event description:
This is follow up#1 to report on 11/jun/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional hernia repair¿ surgery and was implanted with a non-abbvie device on (B)(6) 2014. The patient underwent a ¿removal of mesh + injuries (infection + recurrence)¿ on (B)(6) 2015. The form lists the condition that was treated was ¿hernia¿ in 2014 and 2015. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿ethicon: proceed mesh¿ on (B)(6) 2014. The form indicates that the device was removed on (B)(6) 2014 due to ¿injury (recurrence + mesh infection).¿ the patient was implanted with another non-abbvie device, ¿ethicon: xcm biologic mesh¿ on (B)(6) 2015. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.